Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1ml ls 200 s/c was defective. The following information was provided by the initial reporter: material no: 309659, batch no: 0125504. It was reported that the barrel of the syringe was defective/fail to function.

Event description:
It was reported that syringe 1ml ls 200 s/c was defective. The following information was provided by the initial reporter: material no: 309659, batch no: 0125504. It was reported that the barrel of the syringe was defective/fail to function.

Manufacturer narrative:
H.6. Investigation: three 1ml syringes in blister packs (p/n 309659) were received and evaluated. One was from batch 0125504 and two were from batch 0045382. Two of the packages were opened with one from each batch. The syringe from 0125504 appeared to have some dried clear fluid in the fluid path and a significant indentation present between the 0.2ml and 0.3ml markings, which was rejectable per product specification. No defects were observed on the other syringes. Potential root cause for the damaged barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.